Event description:
It was reported that on 27aug2024, a patient presented with grade 5 functional tricuspid regurgitation (tr), 5-7mm coaptation gap at central anterior and septal leaflets (a/s), cor triatriatum with an additional septal membrane within the right atrium, and an enlarged atrium for a triclip procedure. An xtw clip was implanted central a/s. The tr was reduced from torrential (grade 5) to severe (grade 3). An additional xtw clip was implanted central on the posterior and septal leaflets (p/s). Both xtw clips perpendicularity and leaflet insertion was confirmed utilizing 3d intracardiac echocardiography (ice). It was noted that grasping was difficult with the second clip due to imaging and steering abnormalities. Due to the anatomy, the triclip steerable guide catheter (tsgc) was not translating correctly. While torquing counterclockwise, the device would position lateral and aortic, and clockwise would move septal and posterior. There was discussion that the extra membrane and the anatomical orientation of the heart had affected these steering maneuvers. Upon a confirmed simultaneous grasp of p/s, the tr was reduced to grade 1-2+. Both clips appeared stable at end of procedure.on (B)(6) 2024, a discharge transthoracic echocardiogram (tte) confirmed the p/s clip detached from the septal leaflet and remained attached to the posterior leaflet. The tr returned to severe (grade 3). Per the physician, the septal leaflet was grasped more to the side, which resulted in a single leaflet device attachment (slda).

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported unintended movement appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 functional tricuspid regurgitation (tr), 5-7mm coaptation gap at central anterior and septal leaflets (a/s), cor triatriatum with an additional septal membrane within the right atrium, and an enlarged atrium for a triclip procedure. An xtw clip was implanted central a/s. The tr was reduced from torrential (grade 5) to severe (grade 3). An additional xtw clip was implanted central on the posterior and septal leaflets (p/s). Both xtw clips perpendicularity and leaflet insertion was confirmed utilizing 3d intracardiac echocardiography (ice). It was noted that grasping was difficult with the second clip due to imaging and steering abnormalities. Due to the anatomy, the triclip steerable guide catheter (tsgc) was not translating correctly. While torquing counterclockwise, the device would position lateral and aortic, and clockwise would move septal and posterior. There was discussion that the extra membrane and the anatomical orientation of the heart had affected these steering maneuvers. Upon a confirmed simultaneous grasp of p/s, the tr was reduced to grade 1-2+. Both clips appeared stable at end of procedure. On (B)(6) 2024, a discharge transthoracic echocardiogram (tte) confirmed the p/s clip detached from the septal leaflet and remained attached to the posterior leaflet. The tr returned to severe (grade 3). Per the physician, the septal leaflet was grasped more to the side, which resulted in a single leaflet device attachment (slda).